Manufacturer narrative:
Block b3: exact date unknown, event occurred two years ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patients spinal cord stimulator (scs) device was no longer providing adequate pain relief. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted device will not be returned as per facility policy.